Manufacturer narrative:
(B)(4). An external visual inspection showed no signs of any physical damage. An inspection of inside the pump door showed splotches and indications of dried fluid. The heater tray/scale was not obstructed. A simulated treatment was completed without alarms or problems. There were no fluid leaks in the test cassette during the treatment test. During testing of the cycler, the pump door was not closing smoothly without pressing down on the door button. When using the force gauge to slowly close the pump door, excessive force was needed to close the door. The measured pressure applied was greater than the test specifications of < 4kg. The fault is due to the upper door post not being horizontal. The reported complaint symptom "draining slowly" was not reproduced during testing. The drain times were within the time specifications for a liberty cycler. The reported complaint symptom "dc drain complication encountered" was not reproduced during testing. The drain times were within the time specifications for a liberty cycler. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The internal, visual inspection of the received cycler found no discrepancies. The cycler passed the mushroom head checks. All device history records (DHR) are reviewed and released according to "DHR review checklist & release procedure", a device is not released if it does not meet requirements or is nonconforming.

Event description:
It was discovered during a review of treatment sheet data that the patient had experienced an overfill on the liberty cycler on (B)(6) 2016 in cycle 6. The largest drain volume from this treatment occurred in drain 6, where 4,413 ml drained. This drain is 184% of the prescribed fill volume, therefore, a reportable malfunction occurred. A follow up call to a peritoneal dialysis nurse at the patient's clinic revealed that the patient was reportedly asymptomatic, as they did not present with symptoms of overfill at a regularly scheduled clinic appointment three days later.